Manufacturer narrative:
Event date not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the locator abutment fractured. The broken piece was removed from the implant. Tooth location 12.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). A good faith effort was made to obtain investigation results from the manufacture of the device but no results were provided. If any results becomes available at a later date from the manufacture a supplemental medwatch 3500a will be submitted. The following sections have been updated: date of this report, manufacturer, contact office - name/address, date received by manufacturer, type of report, type of follow up, evaluation code.